Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said they went to check on their settings a couple of days ago because they felt like the device hasn't been helping and discovered a power on reset (por). The caller said they had a return of symptoms around the time of a CT scan as well. The patient called their healthcare provider (hcp) who redirected them to the manufacturing company. As a result of what was reported, the patient was redirected back to their hcp to possibly reach out to a manufacture representative (rep) for assistance. No further patient complications have been reported as a result of this event.